Manufacturer narrative:
H3. Device evaluation by manufacturer: during investigation, upon review of the log file it was determined that the procedure was not completed successfuly as originally reported, but rather the "e22 - motorpack error" message could not be cleared and the procedure was aborted. The "e22 - motorpack error" message was confirmed and the estimated procedural delay was 2 hours. Functional testing of the aquabeam handpiece with the associated aquabeam motorpack could not replicate the reported "e22 - motorpack error" message. After the handpiece was primed without the occurrence of e22 errors, the aquabeam software proceeded to alignment with the handpiece along with the motorpack and tested at 20%, 25%, and 30% pump power without triggering the e22 error. After the alignment step, the aquabeam software was advanced to the treatment step where three (3) aquablation treatment passes were performed. No e22 errors were observed from the simulated treatment passes. A review of the device history record (DHR) for the aquabeam handpiece and aquabeam robotic system, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review for similar complaints confirmed that there are no other similar events that have been reported to procept biorobotics. The aquabeam robotic system's user manual, um0104-00 rev. F, was reviewed and states the following: table 5 system detected errors and faults contains the following for e22 system error/fault code with the system display message (recommended action) of "e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece." A root cause for the reported event could not be determined. Functional testing of the returned aquabeam handpiece and associated aquabeam motorpack could not replicate the reported "e22 - motorpack error" message. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. The investigation is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the procedure an "e22 - motorpack error" occurred with the aquabeam robotic system, which caused a procedural delay of over 20 minutes. The error message was cleared by repositioning the aquabeam robotic system handpiece and the procedure was successfully completed. There were no adverse consequences to patient's health because of the reported event.